Event description:
It was reported that during a first obtuse marginal coronary artery stenting procedure, two xience xpedition stent delivery systems (sds) failed to cross due to anatomy. A third xience xpedition sds, was advanced along the guide wire. No resistance was met; however, during advancement, the proximal shaft separated before the device entered the patients anatomy. Both pieces were removed from the guide wire without issue. The same guide wire remained in the patients anatomy and the procedure was finished with another xience xpedition. There were no patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.